Event description:
The user facility reported that the patient developed a hematoma after operator placed the tr band on the right radial artery. It was noted that the air in the tr band had leaked out in the recovery area. The patient was treated for the hematoma and discharged. The patient was fine after being treated for the hematoma. The procedure was successful. There were no other devices or equipment used with the reported product. Additional information was received on 12 jun 2023: the procedure prior to using a tr band was a diagnostic angiogram. The hematoma was treated by compression and pressure dressing. There was 8ml of air injected into the tr band once applied. The nurse noticed air was deflated within five minutes. There was no manipulation of the device. The product was stored in warehouse and shipped and stocked in procedure rooms. Slender radial sheath was used at the access site. Hemostasis was achieved by manual compression. There was no blood loss. No physical damage noticed to the device.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ccl manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).